Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that removal of the day the anesthesia pyxis doubled the quantity to be removed for a patient causing discrepancies. The technical support specialist stated that upon checking the es server, tss had not found any discrepancy for the station. Tss requested verification from customer end and asked to be informed if any assistance was needed. No responses were received from the customer. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es crna reported that pyxis doubled the removal quantity during the first transaction, causing discrepancies. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported due to this event.